Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up in clinic, a sudden drop in battery longevity was noted on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. Premature depletion was not confirmed by analysis. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.